Manufacturer narrative:
Additional information: d4, g3, h2, h6, h10/11 a review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have contributed to the event.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the lens had the appearance of the reported lens and was missing one haptic. The center of the optic was cut, and there was a portion of the optic missing near the second haptic-optic junction. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that during the placement of an intraocular lens, the lens tore at the haptic junction. After implantation into the eye, the lens was removed and a back up lens of the same model and diopter was attempted. The back up lens implantation was not successful and the iris was torn during the removal of the back up lens. The patient was left aphakic. Additional information has been requested of the reporter, but has not been provided. Lens 2 of 2.